Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to use the quick bolus feature of the pump. Reportedly, the customer feature was turned on; however, the customer was unable to request the bolus by pressing and holding down the wake button. The customer declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.